Event description:
As reported to coloplast, a physician reported a prosthesis was damaged upon receipt, so it could not be filled just prior to implant surgery, which had to be postponed.

Manufacturer narrative:
One testicular device was received for evaluation. Examination and testing of the device revealed a separation on the suture tab. Microscopic examination of the separation revealed a smooth and straight edge indicating sharp instrumentation was involved. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed instrument separation on the suture tab occurred subsequent to the device packaging being opened. As the device was never implanted. Qa concluded that instrument damage most likely occurred during the device prepping process prior to implant.